Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that supera peripheral stent system is indicated for peripheral vascular use following failed percutaneous transluminal angioplasty (pta). Although using the supera in the fistula likely contributed to the stent deformity, the use of the super stent in the fistula was due to patient/case circumstances. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Angiography images were provided and reviewed by abbott clinical, who concluded: in general, when a supera wire breaks we see significant unraveling, which does not appear to be the case based on the images provided. The stent has become clearly deformed. Due to the location of deployment, the most probable cause is that one or more of the six woven nitinol wires have been kinked over time. The stent was not designed to be subjected to long term stresses such as these and a kink or failure such as this is possible. Nitinol is a very durable metal when shaped (woven) but if reshaped (i.e. Kinked) it is just as durable and will retain that new shape, in this case causing it to appear to be folded or kinked. The investigation determined that the reported difficulties were likely due to case circumstances. The material deformation/fracture resulting in occlusion was likely the result of the location which subjected the stent to significant flexion and extension forces as well potentially high external pressure forces. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, a 5.5x60mm supera stent was implanted across the juxta-anastomosis fistula at a bend in the radial artery. It is unknown if the patient was symptomatic, but on (B)(6) 2019, a diagnostic fistula angiogram was performed and showed the supera appeared deformed with a possible wire [strut] break. The fistula was occluded at the site of deformation and no treatment was provided to the patient. The patient remains stable. No additional information was provided.